Event description:
It was reported that the patient experienced pain from receiving inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. The implantable cardioverter defibrillator (ICD) was programmed off due to patient being in hospice. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Episode treated as wavelet did not withhold therapy. Median v-v interval is faster than supraventricular tachycardia (svt) timeout. Other episodes show wavelet appropriately withholding. (B)(4).